Event description:
Further follow-up revealed that the patient underwent generator replacement surgery. During the surgery, device diagnostic testing was within normal limits and had no cardiac effects. The pulse generator was then disconnected from the bipolar lead and a new generator was connected to the existing lead. Subsequent lead tests were within normal limits and had no cardiac effects. The patient left the operating room with the device programmed to off. The patient reported that the device was initially programmed to off due to what patient believed to be an arrhythmia. The cause of the reported events is most likely due to device stilumlation because the patient's symptoms resolved when the device was programmed to off.

Event description:
Further follow-up revealed that the patient's arrhythmia began approximately on year following implant. Epileptologist indicated that the arrhythmia was related to vns therapy. Epileptologist reported that the patient's symptom were continous and that the symptoms have resolved with ncp system replacement. The cause of the reported event cannot be ascertained because the explanted generator will not be returned to device manufacturer for analysis per the explanting hospital's policy.

Event description:
Reporter indicated that vns pt was hospitalized due to continuous device stimulation for more than 4 hours. The pt experienced coughing, tightness and pain in their chest during the continuous stimulation episode. It was reported that the pt's magnet was taped over the device to discontinue stimulation. The pt's symptoms reportedly subsided when stimulation was temporarily discontinued with the magnet. Device diagnostic testing was reportedly with normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Further follow-up revealed that just prior to the reported continuous stimulation episode, the pt hit their left shoulder, causing them pain on left side of their neck with stimulation. Treating neurologist reportedly decreased normal mode output current from 2.25ma to 1.0ma, but the patient's pain did not subside. The pt's device was subsequently programmed to off later that same day.